Event description:
It was reported that the patient presented remotely. Remote transmission showed that the patient's implantable cardioverter defibrillator (ICD) exhibited an unspecified charging problem and premature battery depletion. The ICD was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
Correction: upon review, the implantable cardioverter defibrillator in 2017865-2025-43916 should not have been submitted as a medical device report (MDR) on 9 oct 2025, as the event did not indicate a malfunction and did not cause a serious event. Information received notes that the patient's implantable cardioverter defibrillator (ICD) exhibited multiple appropriate shocks, indicating that the battery depletion was normal.